Event description:
It was reported that noise was observed on the right ventricular (rv) lead. An episode of ventricular fibrillation (vf) was inappropriately diagnosed but therapy was inhibited. Capture thresholds increased but there were no other electrical anomalies. No intervention was performed at this time. The patient was as asymptomatic.

Event description:
New information received indicated that the right ventricular (rv) lead was capped and replaced. There were no adverse health consequences to the patient.

Event description:
New information received indicated that when the lead was capped and replaced on 2(B)(6) 2023, an insulation anomaly was observed.